Event description:
It was reported that high impedances were detected on all electrode channels. The child underwent repositioning surgery 12 months ago, as the implant was too close to the pinna which caused redness over the implant area. It was decided by the surgeon to reposition the implant to avoid skin necrosis and possible device extrusion in the future. The child is multi-handicapped and over the last several months has had to stay in bed wearing a type of head brace. In sept the parents reported that the pt may have had several shock sensations to his head, probably caused by the metallic structure of the head brace. All this time the pt was unable to remain in a seated position, however the pt is now in a wheelchair. During the initial testing of the implant, high impedances were found on electrode channels. Recently the audiologist tried another speech processor and monitored the device over the past few weeks. Now all the electrode channels show high impedances. The pt was re-implanted on (B)(6) 2007.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.